Event description:
The manufacturer received info alleging a thin layer of a green tinted substance was present within a 60ml oral/enteral syringe. The syringe was not placed into pt use and there was no pt harm or injury. The manufacturer is currently investigating this issue and will file a follow-up report when the investigation is complete.